Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. The manufacturer¿s field service engineer (fse) confirmed the reported machine is getting restart automatically / white display is appearing issue. The manufacturer¿s field service engineer (fse) reseated cable connections on sensor printed circuit board assembly (pcba) and calibrated touch. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported machine is getting restart automatically / white display is appearing. There was no patient involvement.